Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd pegasus bl 22ga x 1.00in qsyte-cap y. The following information was provided by the initial reporter: when withdrawing the needle core, the isolation plug leaks blood. Samples can be returned, photos provided. A complaint response letter, a letter of acceptance, and a green claim are required.

Manufacturer narrative:
1.DHR review: 1 the packaging batch number of the complained product is 3143886, is 22g and product code is 383734, assembled in the suzhou plant, then packaged and sterilized in the tuas plant in singapore; the related assembly batch number of the product is 2339092, were assembled in 2022/12, the batch of products totaling (B)(4) pieces; 2 check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities; 3 check the production records, there the second septum being ejected from the septum canister, and after ejection, it was in the position of the primary septum, causing the visual camera to misjudge and causing the product to enter into the market. Corrective action: 1 the factory had feedback to the septum supplier for improvement to reduce the occurrence of the primary septum falling off, as shown in the attached email; 2 optimize the sensor at the automatic line zone4 septum assembly station,add the detection of the primary septum, aviod products which the primary septum missing enter into the next process. In summary, according to the analysis of the samples returned by the customer, the complaint was confirmed because the primary septum in the raw material of the septum, was missing and assembled in the product, resulting in poor sealing of the product and leakage. Regarding the missing of the primary septum, the factory has given feedback to the septum supplier for improvement,and optimized the sensor at the automatic line zone4 septum assembly station,add the detection of the primary septum, aviod products which the primary septum missing enter into the next process. The factory will continue to pay attention to and monitor the trend of defect complaints.

Event description:
No additional information provided.